Manufacturer narrative:
Engineering analyzed exams which showed no technical reasons to determine to the root cause of the alleged inaccuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient age & weight not provided by the site.reported event occurred on (B)(6) 2014 but was not reported to a medtronic representative until (B)(6) 2014.the investigation has not been completed.

Event description:
A medtronic representative reported that, during a cervical spinal fusion procedure the navigation system was inaccurate. The surgeon inserted pedicle screws in the c3 and c5 vertebrae. There the accuracy became good enough for surface registration. However, when checking these positions with fluoroscopy, the surgeon found that these did not match those indicated on the navigation system. The surgeon also found the possibility of contact between c3 and vertebral artery. Based on the information, the surgeon removed the pedicle screws and changed to lateral mass screw during the operation. The surgeon completed the procedure with the use of the navigation system.